Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
Additional information received reported that they were awaiting infection to resolve prior to surgical exploration of pump. If addi tional information is received, a follow-up report will be sent. Please refer to manufacturer report # 3004209178-2014-16953 for the event associated with infection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported, the patient had their pump refilled on (B)(6) 2014. The patient felt "out of sorts" sometime after their refill. The patient had traveled to (B)(6) and when they returned they felt poor. They were admitted to the ICU and the healthcare professional (hcp) wanted to decrease the pump in order to allow their kidneys to recovery. They were concerned with "metabolite build up of medications were lending to renal insufficiency". The patient was hospitalized and medical intervention (decreased pump to minimal rate) was reported. The patient remained in the ICU with altered mental status of unknown origin. The pump was used to deliver morphine, bupivacaine and clonidine. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was presented in the emergency room (ER) on (B)(6) 2014 with poor mental status. The patient was sent to the ICU for low blood pressure, which the health care professional (hcp) attributed to the pump medication. The patient was treated in the ICU with vasopressors. There was an abscess around the pump.